Event description:
A us distributor reported that a patient reported a damaged electrode belt and was experiencing add gel/replace belt messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged cable, add gel messages) has been confirmed. Upon investigation the electrode belt was unable to complete essential performance testing. The cause for the failure was the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable. The root cause for the strained cable could not be positively identified. There were no adverse events associated with the damaged belt.